Manufacturer narrative:
The event date is approximated based on the report that the driveline infection onset was in (B)(6) 2015. The referenced intracranial hemorrhage and subsequent expiration were reported under medwatch report # 2916596-2017-00216. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year 5 months. The device is not expected to be returned for evaluation. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient experienced a recurrent driveline infection with an approximate onset date of (B)(6) 2015 when a driveline exit site culture was positive for pseudomonas. Treatment included chronic oral antibiotics and multiple events with IV antibiotic administration. The driveline infection was followed by the infectious disease service. On (B)(6) 2016, the patient underwent a debridement procedure; no specific details were provided. The patient was admitted on (B)(6) 2016 due to fever, shortness of breath, fatigue, and weakness. The patient later expired due to an intracranial hemorrhage / cerebrovascular accident.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.